Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation and a potential defibrillator test (dft) were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information received confirms a dft was performed and impedance measurements at this time have been stable.